Event description:
It was reported that customer received a minimum fill notification while attempting to load new cartridge with insulin into pump. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pneumatic tap area of pump with alcohol wipe or lint-free cloth as instructed by technical support, reloaded same cartridge, and successfully resumed insulin delivery, and no further issues were reported.